Event description:
The physician was attempting to treat a highly calcified lesion in the right superficial femoral artery /tibial. The lesion was highly resistant, the physician tried ballooning, thrombectomy; however, nothing could touch or cross the lesion. The physician tried to cross with two non-medtronic guide wires and then he tried to cross with an amphiprion deep tapered balloon with no success (amphirion got as far as the wires and the physician did inflate a few times). Then the physician went with the total across and non-medtronic wire. During use, the physician could no longer see the radiopaque markers when the wire was in place. The physician then experienced issues moving the wire and eventually had to remove everything together. It took a while to remove the device/wire. When the device was removed the total across catheter was totally damaged (curled up/spiraled). The physician then went with two support catheters (non-medtronic). Nothing ever crossed the lesion completely. Lastly, a small balloon (non-medtronic) was used for a focal lesion and it broke. There was little improvement after the case. The physician commented he has only ever seen one other case like this and that is was a tough case. There was no injury to the patient.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- (device or procedural images not provided for review). Patient¿s condition affected effectiveness of device (highly calcified, highly resistant lesion). No device returned. Evaluation conclusion: device failure related to patient condition - (highly calcified, highly resistant lesion). Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Event description:
Evaluation summary: device returned without the original packaging. The catheter was visually inspected and was found full of blood and coiled up. No other deviations were noted. There was no distinct damage noted to the catheter shaft except for the coiled shape, there were no kinks or other damage noted on the returned device. Probably due to hardened blood and contrast medium was difficult to flushing the guide wire lumen but it is possible to load the 0,014" guide wire.